Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had been alarming ¿no disposable clamp tubing.¿ troubleshooting was performed but the alarm had returned with an audible double beep. The cassette had been reattached and the pump powered on, but the alarm had continued to persist. The pump had been powered off, and the tubing had remained clamped. No patient harm had been reported. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Review of service history found no repair in the previous 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.